Event description:
During an in-clinic follow-up, a loss of capture and low sensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.